Manufacturer narrative:
Device evaluated by MFR: returned product analysis of the device revealed an elongated distal tip. The ball weld was still attached to the core wire with no fracture observed. The teflon coating was noted to be scraped in several sections. Outer diameter measured in undamaged locations met specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
Reportable based on product analysis completed on (B)(4) 2011. It was reported that during a percutaneous transluminal angioplasty treatment procedure, the coating of the guide was noted to be uneven. The >50% stenosed target lesion was located in the moderately tortuous and moderately calcified iliac artery. The amplatz super stiff guide was inserted into the patient and a synergy balloon catheter was advanced over the wire. There was no resistance observed during use of the device; however, at an unspecified time during the procedure, it was noted that the amplatz guide wire was suddenly very uneven with small marks in the guidewire, easy to feel on the wire. It was further reported that there was no peeling or missing coating. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status is stable. However, device analysis revealed scraped teflon coating.